Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075-202378) was removed from service due to an insulation break. A new system was implanted. In december 1997 the implantable cardioverter defibrillator (ICD) was returned to cpi for analysis. Initial analysis indicated that the ICD may have exhibited premature battery depletion.